Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a hair was found inside the package of a repeater pump tube set. This was observed before use of the device. The device packaging was not opened. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information added to update: the device was received for evaluation. A visual inspection was performed on the returned product and a hair was identified inside the unopened packaging. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.